Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material clogging the air/water nozzle could not be identified. The issue was likely due to a leak in the forceps channel which prevented the device reprocessing from being completed. The root cause of the forceps channel leak could not be determined. The event may be detected/prevented by following the instructions for use sections below: ¿evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection¿. ¿evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the biopsy channel was leaking, the charged coupled device (ccd) cover lens was scratched, the scope cover was chipped, the bending section cover adhesive was separated, the bending tube was shortened, the connector tube had scratches and a pocket pouch, the paint on the air/water and suction nuts of the control unit peeled off, the electrical connector was corroded, the electrical connector mouthpiece pin was loose, angulation was reduced, the up/down and right/left knobs had play, and the air/water supply and water removal ability did not meet the standard value due to clogging of the nozzle. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera ii gastrointestinal videoscope had poor air/water flow. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with an unknown foreign material. The report is being submitted due to foreign material in the scope found during evaluation.